Manufacturer narrative:
PMA/510(k) #: k163468. This report is being submitted as a cancellation report. From the initial information received, this event was cautiously made reportable based on the precedence in place for this device of 'flexor kinked/stretched/broken/compressed'. However, when the returned device was received it was confirmed during the lab evaluation that this malfunction did not occur. Overall risk associated with the failure observed in the laboratory evaluation, shuttle cap break, overall risk is assessed as low. Low risk indicates no potential for serious injury if the malfunction were to recur. No reporting malfunction precedence exists for this complaint event for this product family.

Event description:
This report is being submitted as a cancellation report. From the initial information received, this event was cautiously made reportable based on the precedence in place for this device of 'flexor kinked/stretched/broken/compressed'. However, when the returned device was received it was confirmed during the lab evaluation that this malfunction did not occur. Overall risk associated with the failure observed in the laboratory evaluation, shuttle cap break, overall risk is assessed as low. Low risk indicates no potential for serious injury if the malfunction were to recur. No reporting malfunction precedence exists for this complaint event for this product family. Complaint called in by dm on 13sep2019--did 13sep2019. As reported to customer relations: "the stent would not deploy. The customer activated the trigger but it didn't deploy. Customer used another of the same gpn to complete the procedure." Additional information provided by dm on 04oct2019: "the red button was engaged for deployment but the stent would not deploy. There was no cracking or noise. They dont remember if the red indicator moved or not. The stent was not deployed but it seems to have been recaptured somehow as the tip of the introducer is slightly backed up within the catheter."

Manufacturer narrative:
PMA/510(k) #: k163468. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Complaint called in by dm on (B)(6) 2019--did (B)(6) 2019. As reported to customer relations: "the stent would not deploy. The customer activated the trigger but it didn't deploy. Customer used another of the same gpn to complete the procedure." Should be received at cadc 2 weeks from date of reporting (as dm is unable to get return sooner. Possibly vacation-related). Additional information provided by dm on (B)(6) 2019: "the red button was engaged for deployment but the stent would not deploy. There was no cracking or noise. They don't remember if the red indicator moved or not. The stent was not deployed but it seems to have been recaptured somehow as the tip of the introducer is slightly backed up within the catheter."